Event description:
Oral-b io toothbrush ignited [device catching fire]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Manufacturer narrative:
10-aug-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Oral-b io toothbrush ignited device catching fire. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited. No injury was reported. 12-jul-2023 case update: the suspect product lot was an23722313. No injury was reported.